Manufacturer narrative:
Continuation of d10: product ID 3998 lot# 0205408780 serial# implanted: (B)(6) 2012 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID: 3998 (lot: 0205408780); product type: 0200-lead; explant date g2: the country of the event is gb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they attended clinic and described issues of the battery depleting fast. On interrogation on (B)(6) 2025, high impedance was found on electrodes 10 and 11 which was where the device was programmed which may account for the problem. The lead was reprogrammed on (B)(6) 2025. A new charger was also provided to the patient. The etiology was noted as having a causal relationship to the device or therapy and that the device was the lead, but not related to the implant procedure. The outcome was noted as unresolved with no further action planned. No symptoms were reported. The patient's age at the time of consent was 72 and weight was 62kg.